Manufacturer narrative:
Block h6 patient code 3191: no code available was used as there is no equivalent FDA code for surgery. Additional suspect medical device components involved in the event: model: sc-2218-70, serial/lot: (B)(6)/ 19271051, description: linear st lead kit 70 cm. Model: sc-2218-70, serial/lot: (B)(6)/ 19271051, description: linear st lead kit 70 cm. Model: sc-2366-70, serial/lot: (B)(6), description: linear 3-6 lead 70 cm. Model: sc-3354-25, serial/lot: (B)(6), description: w4 splitter 2x4-25 cm.

Event description:
It was reported that during a consultation, an x-ray was taken and the physician found that there was a lead fracture detected on the patients left lead. The lead was disconnected from the ipg prior to the fracture and remains implanted. It was noted that the fractured lead is completely internalized and the length of lead is not exposed. The patient is doing well and the ipg is providing a benefit for the patients headaches. Additional information was received that the patient underwent a revision procedure to remove four implanted leads including the identified fractured lead that had been implanted peripherally on the right neck. The reason for explant was because the patient was no longer using the leads for therapy and it was an attempt to remove the broken lead. The bsc sales representative did not know which of the two leads sc-2366-70 serial number: (B)(6) and (B)(6) was the fractured lead. The physician successfully explanted three leads and the proximal tail of the fourth lead. The distal broken end of the lead including seven of eight contacts was left in situ due to difficulty in explanting it. The patient still has three additional leads and an ipg implanted that remain in service. No items are available for return as the leads all had to be cut during the revision procedure. The patient is stable and doing well postoperatively.

Event description:
It was reported that during a consultation, an x-ray was taken and the physician found that there was a lead fracture detected on the patients left lead. The lead was disconnected from the ipg prior to the fracture and remains implanted. It was noted that the fractured lead is completely internalized and the length of lead is not exposed. The patient is doing well and the ipg is providing a benefit for the patients headaches.